Manufacturer narrative:
Block h6: imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf device code a0501 captures the reportable event of sleeve detachment of device or device component.

Event description:
It was reported that a sensor wire was used during ureteroscopy procedure. The physician placed a sensor wire into the ureter, left it in place, removed the old ureteral stent. It was noted that a piece of the distal end of the sensor wire has sheared off in the bladder. The piece was 5 inches in length. The physician was able to remove the detached piece from the bladder. The procedure was completed using the original device. There were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf impact code f23 captures the reportable investigation results of unexpected medical intervention. Imdrf device code a0501 captures the reportable investigation results of sleeve detachment of device or device component. Block h11: the sensor wire was not returned for analysis. However the media analysis was performed on the reported pictures of the device and the pouch, and it was observed that the sleeve was detached from the wire. With all the available information, boston scientific concludes that the reported event of sleeve detached was confirmed. This could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to sleeve separation from the sensor wire. Based on the information available, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a sensor wire was used during ureteroscopy procedure. The physician placed a sensor wire into the ureter, left it in place, removed the old ureteral stent. It was noted that a piece of the distal end of the sensor wire has sheared off in the bladder. The piece was 5 inches in length. The physician was able to remove the detached piece from the bladder. The procedure was completed using the original device. There were no patient complications reported.